Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. It was noted that the catheter splines proximal to the irrigation port was damaged and exposing internal components. Sensor b read as an open circuit and the paddle electrodes short circuited, consistent with the damage. Electrodes 1-18 and sensor a met specifications for acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report is to advise of a fracture found in the catheter during analysis.